Event description:
The reporter indicated that the patient was last checked transtelephonically in october 1998. The magnet rate showed beginning of service behavior (60 ppm, which is the programmed rate). Programmed parameters: 5.4v, .45 ms, 4 mv. Today, no pacing with/without magnet application was observed. An inquiry gave the serial number restore screen. The serial number was restored successfully, but telemetry information could not be obtained; still no pacing with/without magnet.